Event description:
Reported events of nausea, vomiting, "dilation of pouch", "slipped gastric band," and "mid epigastric pain" from journal article: the "o" sign, a simple and helpful tool in the diagnosis of laparoscopic adjustable gastric band slippage", american journal of radiology (ajr2010) 195; 137-141.

Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date, and explant date. Since allergan has not yet received this information, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, pouch dilation, pain, vomit, and nausea are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage, pouch dilatation, vomit, and nausea as follows: "band slippage and/or pouch dilatation can occur." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippage may require band repositioning and/or removal." "Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the reported event of abdominal pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia incisional infection ..."